Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found that the grey peripump required replacement and the aspirate probes were leaking where they connected to the wash blocks. During a follow-up visit, the cse replaced the peripump and the aspirate wash probes. The cse performed preventive maintenance during a service call. The cse ran quality controls and precision testing, which were acceptable. The cause of the discordant, falsely elevated tni-ultra results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). The patient was in an emergency room and was given heparin based on the discordant tni-ultra result. A new sample was obtained from the patient and was tested on the same instrument, also resulting falsely elevated. The discordant result was reported to the emergency room physician(s), who questioned it. The redraw sample was repeated on the same instrument and on a dimension exl instrument, resulting lower both times. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.